Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Reportedly, the customer was using u-500 within their pump supplies. Customer administered a glucagon injection to address bg and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline, glucose, and dextrose, resolving the issue with no permanent damage. Tandem technical support educated the customer regarding off-label insulin. Customer still in hospital at time of report so no release date could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.